Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hydratome was inserted down the olympus v-scope and positioned at the common bile duct for cannulation. Prior to cutting, when the sphincterotome was bowed, one end of the cut wire disconnected from the catheter. The other end of the cut wire remained affixed to the catheter and the cut wire did not completely detach from the device. The entire hydratome device was removed from the patient and the procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.